Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a00018108.

Event description:
Additional information received indicates the patient underwent surgical intervention wherein the physician pulled the lead back into the original location to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient underwent a lead revision. The patient's lead was repositioned and pulled back into place due to lead migration. Therapy achieved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.